Event description:
On 9/6/96, the facility or material mgr contacted the MFR and reported that the pt's neck had swollen during chemotherapy. It was additionally stated that the chemo was not removed from the device; the swelling was noticed during flushing of the device. A fluoroscopy was performed and revealed leakage from the device catheter at the "curve before entering the internal jugular." No further info is available at this time.